Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided . A4: weight: requested, not provided . A5: ethnicity: requested, not provided . D6b: explanted date: device was not explanted. E3: occupation: interventional cardiologist. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the physician was deploying the angio-seal vip device as a part of his vascular closure device (vcd) certification procedure. When he was ready to "seal the puncture", he started the pull-back, but experienced significant resistance. Suspecting on suture lock -up in the spool, he cut through slim white tube (between the base of the device cap and the top of the sheath hub), took the suture by his fingers and compacted the collagen holding the compaction tube with other hand. Seal was complete, hemostasis was instant. Ultrasound exam of puncture site showed perfect vessel closure. There were no difficulties with arterial access. Pre deployment angiogram was performed. No difficulties with use of the device. No blood loss. There was no harm to the patient.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the additional information in section a2, a3, a4, a5, b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that the suture had locked up and was unable to unspool properly, although this was unable to be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Additional information was received on 12dec2023: the procedure was a diagnostic angiogram, followed by unsuccessful attempt to cross a chronic total occlusion (cto), then closure.